Manufacturer narrative:
This is being submitted as correction information to the initial report MFR-0001038806-2017- 00258, submitted on may 23, 2017 about the address of the reporter/contact.

Manufacturer narrative:
No product was returned for inspection. A photograph of the tapered screw-vent implant (tsvb16) packaging was received. Visual inspection of the photograph identified that the temper resistant tabs on the green cap of the outer vial were broken. The inner content of the vial could not be seen in the photograph. The vial did not identify any damage or malfunction and the labels appeared to be in good condition. The outer box and the patient chart label were also included in the photograph. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16). Product packaging: all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. A DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented in the DHR. Lot was inspected and accepted by qa. The complaint was unconfirmed, as all operations and inspections were executed as per applicable procedure. Also, it was identified that the tamper resistant cap on the outer vial was opened by the customer and the exact details of the device condition when received by the customer are unknown. Therefore, based on the information provided, a probable cause could not be determined. UDI (B)(4).

Manufacturer narrative:
Device packaging has not been returned to manufacture.

Event description:
The customer indicated when opening the packaging the implant was missing. The implant packaging was correctly sealed before opening. Doctor could complete the surgery with another implant.